Event description:
It was reported that the patient experienced pericarditis, chest pain, shortness of breath, chills, fever, rigor, uncontrolled atrial fibrillation, and a small pericardial effusion. Three days after a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced chest pain and was prescribed ibuprofen. Two weeks later the patient was admitted to the hospital with acute pericarditis and was started on colchicine. The patient also presented with shortness of breath, chest pain, chills, rigor, fever, and uncontrolled atrial fibrillation during this admission. Computed tomography angiography (cta) was performed which revealed moderate pericardial effusion, followed by echocardiography that revealed a small pericardial effusion. The patient's symptoms improved with only mild shortness of breath still present. The patient is still taking amiodarone and colchicine and was in normal sinus rhythm (nsr). The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced pericarditis, chest pain, shortness of breath, chills, fever, rigor, uncontrolled atrial fibrillation, and a small pericardial effusion. Three days after a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced chest pain and was prescribed ibuprofen. Two weeks later the patient was admitted to the hospital with acute pericarditis and was started on colchicine. The patient also presented with shortness of breath, chest pain, chills, rigor, fever, and uncontrolled atrial fibrillation during this admission. Computed tomography angiography (cta) was performed which revealed moderate pericardial effusion, followed by echocardiography that revealed a small pericardial effusion. The patient's symptoms improved with only mild shortness of breath still present. The patient is still taking amiodarone and colchicine and was in normal sinus rhythm (nsr). The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the pericarditis, chest pain, shortness of breath, chills, fever, rigor, atrial fibrillation, and pericardial effusion are known inherent risks with use of this product. Device history record review: a review of the device history record could not be performed as the identifying information for the device is unknown. Device technical analysis: it was indicated the device was disposed of; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that pericarditis, chest pain, shortness of breath, chills, fever, rigor, atrial fibrillation, and pericardial effusion are addressed as potential procedural complications when using the farawave catheter. Additionally, based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave catheter device confirmed that the event of pericarditis, chest pain, dyspnea, chills, fever, atrial fibrillation and pericardial effusion are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion: based on the information provided, the reported event of pericarditis, chest pain, dyspnea, chills, fever, rigor, atrial fibrillation and pericardial effusion are known inherent risks of the farawave catheter. As stated by the instructions for use, "potential adverse events associated with use of the farawave catheter includes, but are not limited to: infection/inflammation, arrythmia (new or exacerbated), cardiac trauma, for example: pericardial effusion." There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.